Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, while being applied to at the time of anastomosis the needle from suture reload fell into the patient¿s cavity. New device was opened and used in order to complete the case. As reported, there was no patient injury.